Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the surgeon was able to staple three times. On the fourth firing, the surgeon was not able to press the green button and squeeze the handle. The surgeon used another handle to resolve the issue. There was no patient injury.